Manufacturer narrative:
Video evaluation summary: from the video provided the cause of the thoracic aneurysm expansion could not be determined. Films were not available for review and no assessment of the stent graft implant configuration or any possible endoleak could be performed, and no endoleak was reported during the 64-month implant duration. A review of a 2-minute video during open chest surgery just prior to explant confirmed two (2) stent graft leak locations that were likely the same 2 holes reported during the open surgery. The video revealed that after nearly complete removal of tissue/thrombus attached to the stent graft, some pulsatile blood was seen seeping out from one or more of the stent ring suture holes along an unknown mid-length section of the valiant device. The observed blood seepage was likely from a suture hole(s) near the mid-length of a stent ring, as well as from a different suture hole(s) near the apex/trough of another adjacent stent attachment site. No obvious stent fractures, fabric tears, or any other suture integrity issues were seen from this limited video, and no stent graft integrity issues were seen near the likely vicinity of these stents during examination of the returned explant. While is it possible that the observed blood leak seen in the video may have contributed to the taa expansion, this seepage appeared most likely to have been caused by the complete removal of the tissue/thrombus which was previously seen attached to the outside of the stent graft. This blood seepage finding could not conclude that there were any resulting clinical events (e.g. Endoleak) in-vivo, since the previously attached tissue/thrombus would have likely sealed all the suture and needle holes. Manipulation of the stent graft during this laparotomy also may have disturbed the in-vivo ¿seal¿ surrounding the stent graft, and this blood seepage may have been exacerbated by thinning blood potentially due to the patient¿s heparinization. It is also possible that the source of a potential endoleak and taa expansion may have been from another endoleak location and/or endoleak type not observed during the open repair, or the source of the taa increase may have been from a section of the implanted device what was not returned with the explant. Device evaluation summary: from the examination of the returned device the exact cause of the aneurysm expansion could not be determined. Other than the transected proximal and distal ends occurring during the partial explant, there were no fabric holes or other stent graft integrity issues observed that were clearly found to have been a likely source of a type iii fabric endoleak which may have contributed to the reported aneurysm expansion. The two (2) fabric holes reported during open surgery just prior to explant could not be confirmed from the examination of the device; however, it is possible that these holes were from a section of the stent graft that was not returned. Several very small needle holes (without sutures) and several enlarged suture holes were observed at various stent graft suture locations, and the fabric hole sizes were approximated using a tappi chart. Hole size measurements of the largest suture/needle holes revealed that the holes were ~0.02 ¿ 0.03mm² in size, which would likely have been too small to have been the source of any endoleak since these needle size holes would have been sealed by tissue/thrombus ¿in-vivo¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aneurysm. It was reported during follow up approximately 6 years post the index procedure the aneurysm was observed to have enlarged in diameter due to an unknown cause. Open chest surgery was completed where two holes on the structure of the stent were observed. A partial explant was performed. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.